Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. The customer declined to have the device repaired by physio-control. The device was returned to the customer with no repairs being completed. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.